Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12746. It was reported the physician relocated the left occipital lead (off-label use) due to persistent pain at the implant site. The sjm rep attempted reprogramming, but the pt reported burning, uncomfortable stimulation. The physician is waiting for complete healing before determining the next course of action. Note the pt has two leads with different lot numbers, both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.